Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. The customer reported self-treating with an unspecified (dose/type) insulin instructed by their doctor and after a "weekday," the customer experienced symptoms of losing consciousness in their car, was unable to self-treat, and was hospitalized. The customer reported not being able to remember the symptoms that led to the loss of consciousness and had contact with a healthcare professional (hcp) at the hospital who provided sugar and an unspecified IV as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on returned reader and observed reader was partially de-cased. However, observed damage does not affect the readers ability to power on and function. Also, damage to the plastic channel retaining the pins of the usb port was observed. Damaged to the usb port does not impact reader ability to charge and connect to computer, therefore not contributing to the customers complaint. Reader powered on with button depression. Reader successfully communicated with software and was observed to be charging. Customer did return the usb cable. Visual inspection was performed on the usb/charging cable and no damage was observed. Usb/charging cable was passing the test. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. The customer reported self-treating with an unspecified (dose/type) insulin instructed by their doctor and after a "weekday," the customer experienced symptoms of losing consciousness in their car, was unable to self-treat, and was hospitalized. The customer reported not being able to remember the symptoms that led to the loss of consciousness and had contact with a healthcare professional (hcp) at the hospital who provided sugar and an unspecified IV as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device, however, at this time product has not yet been received. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.